Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal gastrectomy procedure, during ligation of a vessel, the device was not able to fire. The surgeon was able to press the green button however, could not squeeze the handle. Surgeon used another handle to resolve the issue. No patient injury.